Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had unexplained red heart alarms with evidence of pump stoppage on interrogation. They also noted that the pt has a history of fractured driveline.